Event description:
On the initial report dated (B)(6)2024, the consumer stated that the product burned her hand and left scars. On the completed cir received from the consumer on (B)(6)2024, the consumer stated that she used the product on her hand, and when she removed it, her hand was burned. The consumer sent the documents for her doctor's visit on (B)(6) 2024. The consumer was prescribed with cephalexin 500mg capsule and antibiotic ointment.

Manufacturer narrative:
As of 12/03/2024 manufacturer has completed their investigation with no issues found. Aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details. Pms (post market surveillance) has been reviewed for the past two years (2022 -2023); no negative trend was identified for the associated product.